Event description:
During the process of right knee arthroscopy with acl reconstruction, the physician placed the straight drill over the flexible guide pin and the drill bit flutes broke off in the lateral femoral condyle approximately 10-15 mm from the outer cortex of the femur of the right leg. Single use item. Diagnosis or reason for use: posterolateral horn meniscus and acl tear.